Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator 3 (usm) was not functional, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm for error 22020 and the discs sticking. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed, and the reported issue was confirmed and replicated. By performing a visual inspection, a small washer was noticed being wedged between the degree of freedom (dof) 9 gear box gear and dof9 joint sensor assembly gear causing dof9 not to spin properly. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a pftp where the sine cycle, carriage strength test, carriage friction, and carriage sensor check all passed. Dof9 gear box, dof9 rotor, and dof9 joint sensor assembly gear would be replaced as a fix. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer called intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that the universal surgical manipulator 3 (usm) was not functional. The isi tse reviewed the logs and found multiple 22020 errors for the endoscope. The surgeon stated that they tried to reseat the sterile adapter and tried another endoscope, but it still wouldn't engage the endoscope. The surgeon then replaced the drape and noticed when the sterile adapter was engaging not all the discs were spinning. They stated all but one disc was spinning. The surgeon then moved the camera to usm 2 and it engaged fine. They were able to use it for the rest of the case and decided not to use usm 3. The site was completing the procedure as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.